Manufacturer narrative:
Concomitant products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3 7754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient¿s system was revised on (B)(6) 2014, to move the patient¿s lead, add another lead, and to put their implantable neurostimulator (ins) deeper ¿because it was turning sideways.¿ additional information has been requested. A supplemental report will be filed if additional information is received.